Event description:
Complainant alleged that during the routine shift check of the device by a clinician, the unit displayed a "defib fault 72" upon power up of the device. The complainant indicated that there was no pt involvement in the reported malfunction.